Manufacturer narrative:
PMA/510(k) #p050017/s006. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Guevara-noriega 2022 zilver flex unk rpn and preservation of the inferior mesenteric artery during covered endovascular reconstruction of the aortic bifurcation: a case a 61 year old female smoker was referred to vascular surgery with a long history of bilateral clti with ischaemic rest pain (rutherford class 4). Computed tomography angiography (cta) showed moderate atheroma at the suprarenal abdominal aorta with narrowing at the level of the renal arteries, becoming occluded just beyond the ima origin at the l3 level (fig. 1). Additionally, she had occlusion of bilateral common iliac arteries with reconstitution of the bilateral external iliac arteries distally (glass stage I). A covered endovascular reconstruction of the aortic bifurcation with snorkel of the ima was performed using an aortic bentley begraft_ 12 mm _ 39 mm and bilateral bentley begraft_ 6 mm_58mmdeployed in a kissing stent technique. Stenting of both external iliac arteries was performed using bilateral zilver flex_ 6 mm _ 80 mm. Preservation of the ima was achieved using a cook zilver flex_ 5 mm _ 60 mm in a snorkel fashion deployment. Discussion: snorkel technique associated with cerab is a feasible alternative to open surgery with preservation of the ima in patients deemed high risk for open surgery. Any measure to decrease the risk of bowel or pelvic ischaemia has to be considered in patients with high risk. In this case, an overdeveloped ima was a sign of its significant contribution to bowel circulation, and its preservation was considered mandatory. Clinical input has confirmed off label use for zilver flex in mesenteric artery.

Manufacturer narrative:
PMA/510(k) #p050017/s006. Device evaluation: the unknown device of unknown lot number involved in this complaint was not available for evaluation. With the information provided, a document-based investigation was conducted. Document review: as the rpn and lot number of the complaint stents are unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution all zilver flex devices are subject to visual a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. It should be noted that the instructions for use (ifu0058-4) states the following: ¿the product is intended for use in the iliac, superficial femoral artery (sfa) and above the knee popliteal artery¿. There is evidence to suggest the user did not follow the IFU. Root cause review: a definitive root cause of off label use was identified from the available information. It is known that the zilver flex device was used in the mesenteric artery. As per IFU, the zilver flex device is intended for use in the iliac, superficial femoral artery (sfa) and above the knee popliteal artery. Summary: the complaint is confirmed based on customer testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Final MDR being submitted due to completion of investigation on (B)(6) 2022.